Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient went to check their device and make an adjustment because they were experiencing a return of symptoms (frequent urination), but they encountered the power on reset (por) message. An activity/electromagnetic interference (emi) that could have been related to the issue was an atrial ablation that occurred in (B)(6) 2018, a CT scan that occurred two to three months ago, a colonoscopy, and esophageal test that occurred on (B)(6) 2018 (procedures and tests are not related to device/therapy). As a result of what was reported, the patient was redirected to their manufacture representative (rep) to schedule a time to clear the message. They also said their symptoms have become worse in the last several weeks. No further patient complications have been reported as a result of this event.